Event description:
It was reported that patient representative (pt rep) reported that it appeared that patient's recharger was not working. Pt rep did not have the equipment or patient with them currently. Patient rep said patient ended up in the hospital on (B)(6) 2022 because the patient's dbs wasn't charging. Patient rep said a local manufacturer representative (rep) came into the hospital and told the patient rep that they would get the patient another unit but the rep had not given the patient any replacement equipment. Patient rep said sometimes the recharger would charge and sometimes it wouldn't and said the connector pin on the dtc was bent. Patient services (pss) made outbound call to rep to see if rep had external device serial numbers, rep didn't have serial numbers. Pt rep is going to drive to hospital and will call back with equipment to troubleshoot/provide sns off equipment. Rep provided info that they got a call last tuesday (pt rep said they notified rep last monday) from the pt's nurse practitioner saying the dbs implant needed to be charged, and that they couldn't get any coupling. Rep said that they were able to get 4 coupling bars then 8 coupling bars and later on rep checked in and dbs implant was on and 100% charged. Rep did say that there was a cord on the equipment that needed to be replaced, the rep said they could loan the pt a cord but that pt rep would have to call pss for formal replacement. Rep didn't know exactly what was going on with external equipment as pt rep had made calls to rep describing that the recharger showed that it was charging but not progressing in charge level. Rep said that pt rep didn't have the right expectations of how often or how long patient needed to charge implant because the patient was on high settings that required the implant battery to be charged a little bit every day. Pt rep called back with patient and equipment. Recharger would not stay on when it wasn't plugged into dtc and connector pin on dtc was bent. Recharger had been plugged in over night and wouldn't progress past 25%. Pt rep was able to check pt's ins on the call and therapy was at 50% and on. A replacement recharger and desktop charger will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID 37751, serial/lot# (B)(4), product type recharger. Product ID 37761, serial/lot# (B)(4), product type recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4), product ID: 37761, serial/lot #: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(6)) found the cord was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the recharger (s/n (B)(6)) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported when they saw the patient the device charged fine and they found no issue other than they needed a new cord, but this would only effect the charging of the recharger, not the charging of the neurostimulator. Further information surrounding the hospitalization were unknown as a healthcare provider (hcp) wanted the patient to go to rehabilitation.